Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover damage was confirmed and the part was then replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the imaging system had a damaged x-stage cover. No patient present.